Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was monitored for 24 hours and no unexpected error alarm or constant tone noted. All the buttons functioned properly. The insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized due to diabetic ketoacidosis. The customer did not recall the blood glucose reading at the time of the event but did state that she gets extreme high and low blood glucose. The customer declined troubleshooting for low and high blood glucose. The customer reported that the act and escape buttons were not responding after the insulin pump had alarmed for an error. After clearing the alarm, the insulin pump had a constant tone. The insulin pump had gotten wet while on a boat. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump passed the displacement accuracy test.